Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a moist and odorous skin irritation under the breast. The patient described the irritation as a yeast infection. It was reported that the lifevest rubbed against the skin, creating the irritation. The patient applied diaper rash cream to the affected area. There was no alleged device malfunction contributing to the irritation. The patient was in the hospital and the cardiologist advised the patient that she can return the lifevest. The doctor prescribed an antibiotic and baby powder for the skin irritation. The patient also received a new heart medicine. Follow up indicated that the patient's skin irritation improved.